Event description:
It was reported a percutaneous cardiac procedure was performed and a 6f ultimum act hemostasis introducer sheath was used. Prior to sending the pt back to the room, it was noticed that the sheath pulled apart from the hub of the introducer. No major complications with the pt occurred.

Manufacturer narrative:
Review of the device history record was not possible since the lot number was unavailable. A 6f act, 12cm, ultimum hemostasis sheath was visually/dimensionally inspected. The sheath tubing has been severed within the hemostasis hub at or near the tubing head. The proximal end of the detached tubing segment and the distal end of the attached tubing segment was stretched and torn, consistent with forcible separation. The sheath distal tip inside diameter measurement was within specification. Internal corrective measures are in place to address all sheath hub separations. The ultimum act introducer sheath instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.